Event description:
The customer reported that during a procedure to remove a 10cm adenoma from the pt's thigh, the device did not seal completely, and an unk amount of bleeding occurred. It is not known if a regrasp alarm or an endtone (indicating a completed seal cycle) had been heard when the surgeon had attempted to seal. A new device was opened and used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: 08/28/2014. The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.